Manufacturer narrative:
Pending product investigation. Concomitant device: 32 +0 head.

Event description:
As reported, the (B)(6), female patient had a right total hip replacement on (B)(6) 2014. The patient had a revision due to poly wear on (B)(6) 2022 and the poly liner and head ball were replaced. No breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The most likely cause for the revision due to prosthesis wear reported may have been the result of a combination of the risk factors specified, including but not limited to use error, implant positioning, implant size selection, and patient factors. However, this cannot be confirmed as the devices were not available for evaluation, images of the explanted devices were unable to be obtained, and the patient information on the provided radiographs does not match the information provided in the experience report or the surgery data found in exactech¿s surgery database. H7: z-2117-2021.